Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving hv therapy. Upon interrogation, it was noted the device was undersensing atrial events and misdiagnosed the arrhythmia and delivered inappropriate therapy. The device was reprogrammed and remains implanted. Follow up has been scheduled.